Event description:
It was reported that the user experienced recurrent low glucose readings on a sensor and confirmed hypoglycemia by fingerstick, with one episode to approximately 40 mg/dl; the user treated with oral liquid glucose and called emergency medical services, who also administered glucose, and the user believes the pump delivered excess insulin. Symptoms included hypoglycemia with associated low blood glucose. Outcomes included need for emergency medical assistance and on-site treatment with oral glucose. Investigation included customer support review and referral for additional user training with a recommendation to consider a factory reset. Investigation of this case revealed the cause of hypoglycemia was unclear and a device malfunction was not confirmed. It was concluded that additional training was assigned and medical attention was required due to hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.